Event description:
It was reported that the patient presented in clinic for a follow-up. The implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. The ICD was reset with the use of a non-updated programmer, resulting in successful interrogation. There was no loss of device functionality and no patient consequences.

Manufacturer narrative:
The field complaint of a programmer not interrogating was not verified. During analysis, a blu2000 dongle was inserted into the 3650 and the bluetooth indicator showed bluetooth was available. A wand was connected and a gallant device was interrogated successfully. The device was moved 5ft from the programmer and communication remained stable without interruption. The base rate was changed successfully. The dongle was gently wiggled to check for intermittent connections, but communication was stable. No anomalies were found at the time of analysis, the programmer was functioning normally.